Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated the tampon pledget came upon apart upon removal, she was able to remove the remaining pieces herself.